Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure regulation high failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure regulation high failure occurred. The customer had recently replaced the flow sensor assembly and that had caused the proximal pressure regulation high failure to occur. A troubleshoot was performed and the customer discovered that the proximal line and outlet line were in the incorrect setup. The customer corrected the setup for the proximal line and outlet line. The customer informed the remote service engineer (rse) they would finish testing and call back if needed. The customer corrected the setup for the proximal line and outlet line to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.